Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not fully close to clamp tissue. Examination of the received device on (B)(6) 2016 found a safety feature limiting use of the knife was broken, allowing the knife to be deployed when the jaws are open.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 10/27/2016. One used lf1537 ligasure device was received, and evaluation of the returned sample confirmed the reported issue. Visual examination found the latch was broken and could not be used to operate the jaws. This also allowed manual opening of the jaws while the knife was extended. Further inspection and disassembly of the device found the issue to be due to broken latch tines within the handle body. However, the cause of the broken latch tines could not be reliably determined. Review of the device history records for this lot shows no potentially contributing factors, and that it was released upon meeting all quality specifications.